Manufacturer narrative:
A local service engineer checked the subject device and confirmed that after 30 minutes the subject device shut down. Olympus medical systems corp. (Omsc) will start evaluating the device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the lower gastrointestinal endoscopy with subject device and wn-np1, the subject device suddenly shut down. The user checked the power switch and cable of the subject device and then the subject device worked properly. However, the subject device shut down again. The user replaced the subject device with another device to complete the procedure. There was no report of patient injury associated with the event. The following was additionally reported. This phenomenon had occurred multiple times. This phenomenon did not occur unless the subject device was used for a long time. The rear panel of the subject device was hot, but fan error did not occur.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device and found that the reported phenomenon was duplicated and the circuit board of the subject device was broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Omsc surmised that the reported phenomenon occurred since the electronic components of the circuit board was broken due to accidental failure.